Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device has been explanted.

Event description:
Healthcare professional additionally reported left side rupture. Noted "shell ruptured leaking silicone."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, crease fold, device appearance (observed 40 mm dark patch edge material inside gel device) and opening. A microscopic analysis was performed which identified a crease sharp opening on posterior and a non-penetrating nick. Based on the device analysis the final assessment is a crease sharp opening on radius assessed as a fold flaw opening, non-penetrating nick.